Event description:
The patient was undergoing a laparoscopic cholecystectomy. During the procedure, a screw came off the end of the retractor. It dropped onto the liver. The surgeon removed the screw from the abdominal cavity. There was no patient harm.